Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via telephone call that the blood glucose ran low. The blood glucose reading was 38 mg/dl. The customer treated with food. The drive support cap appeared normal and recessed. The insulin pump passed the displacement test. The nurse declined to troubleshoot for a no delivery alarm as it had been resolved during the prime by disconnecting and reconnecting the tubing and reservoir. The insulin pump was not returned or replaced.